Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Patient reported during troubleshooting with technical support observing a fluid leak during treatment. Patient was advised to discontinue use of the cycler. Patient indicated she would complete treatments with continuous ambulatory peritoneal dialysis. The patient notified the clinic of the alleged event, there was no medical intervention. There were no complications as a result of the alleged event. The liberty select was replaced.

Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. A simulated treatment was performed and completed on the cycler with no issues noted. The load cell verification was performed and passed. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. The cycler weighed fill volume values were within tolerance. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid and fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements.